Event description:
It was reported the patient experienced leg pain following the scs system implant surgery. A CT scan revealed no anomalies. The physician suspects a nerve root irritation and plans steroid injections to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.